Manufacturer narrative:
Other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for intr actable spasticity and other spasticity. The pump contained lioresal [500 mcg/ml] at a dose of ¿210 mcg/ml¿. It was reported the patient experienced withdrawal symptoms. There were no reported environmental/external/patient factors that led or contributed to the issue. A catheter dye study was done on (B)(6) 2017, and it was confirmed the catheter spinal segment was out of the intrathecal space. No actions/interventions were taken at that time. Surgical intervention was planned, but not scheduled. The issue was not resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Device code (B)(4) and conclusion code 22 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from saol therapeutics reported the patient¿s weight was unknown as he refused weights at the clinic due to balance problems. The patient's symptoms were noted as minimal withdrawal with increased spasticity. It was clarified the catheter was not dislodged but had likely been lacerated during an epidural injection. The patient had office follow up appointments to evaluate the increased spasms. The x-rays taken showed an intact catheter, however, the catheter dye study showed an extravasation of dye. The patient was to follow up with the implant surgeon and a catheter revision was still pending. Concomitant medications and dietary supplements the patient was taking at the time of the event included oral baclofen 20mg (1 tablet three times per day), lidoderm (lidocaine) patches 5% (3 patches topical every day), venlafaxine 37.5 mg (unspecified route and frequency), restoril (temazepam) 15 mg (unspecified route and frequency), zanaflex (tizanidine) 2 mg (unspecified route and frequency), norco (hydrocodone and acetaminophen) 5/325 mg (unspecified route and frequency), keppra (levetiracetam) 250 mg (unspecified route and frequency), ambien (zolpidem) 5 mg (unspecified route and frequency), vitamin b (unspecified route and frequency), and miralax (polyethylene glycol 3350: unspecified dose, route and frequency).